Event description:
I got coolsculpt in hopes of losing stubborn fat after having 3 kids. I have an incredibly high pain tolerance and I am reporting probably the worst and longer running pain of my life including childbirth. Stabbing and electric shock-like sensations do not begin to describe it. It's been 3 weeks now. I am on neurontin which helped a bit. I tried to wean off and the pain came back with a vengeance. After 3 weeks, it should not be like this. I fear permanent nerve damage (area was the abdominal region by the way). This is a very difficult experience.